Manufacturer narrative:
The pulse oxygen probe used during the reported incident was discarded by the site and unavailable for eval by bayer r and I. The pt's exam was finished with a spare medrad pulse oxygen probe that the customer had on site. The site continues to use the veris monitor following this reported event. According to the veris operation manual and the instructions for use (IFU), obtaining an accurate reading with the pulse oxygen probe is dependent on several factors including probe selection, placement, fit, tightness, etc. The IFU provides the following instruction; verify the monitoring system on a healthy individual (user) and/or verify the pt's plethysmographic waveform quality prior to clinical eval. The service warranty for this veris unit ended in (B)(4) 2012. The unit is now maintained by the site biomedical engineer and not by bayer service. The veris system is considered serviceable equipment and must be properly maintained and all labeling recommendations must be followed. As a result of our investigation, product malfunction could not be confirmed. Add'l applications training was offered and accepted by the site. The site visit is scheduled for (B)(4) 2013.

Event description:
On (B)(4) 2013, bayer r and I received (B)(4) that was submitted to the FDA by the hospital's risk analyst.